Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The surgeon did not like the way the lens was sitting in the patient's eye. During the initial surgery, the surgeon decided to remove the lens from the eye. The incision was enlarged and 6 sutures were used to close the wound. A sulcus lens was implanted. The lens was discarded.

Manufacturer narrative:
(B)(4). Method - lens work order search/medical review. Results - a lens work order search was performed and no similar complaint was found within the same work order. Medical review - the most likely root causes for iols not sitting properly inside the bag would be the presence of a capsular tear, weak zonules or zonular tear. A capsular or zonular tear is more likely due to manipulations performed during surgery however it is unknown if the lens may have caused or contributed to this event. Weak or loose zonules is a condition wherein the capsular bag is not supported adequately. In conditions as such, the surgeon must take extra care when performing cataract surgery. Iol implantation may be attempted with extreme care, however the iol may not be supported adequately which would require removal of the unstable iol. This particular event is secondary to the patient's condition, and the surgeon's discretion to implant the lens, and not due to the device itself. Conclusions - based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).